Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; the rf (radio frequency) head passed functional testing. The rf head interrogated five different devices when tested. Analysis found the interrogation button was binding and the rf cable was damaged (scuffed and ruptured). (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate a specific type of device. The rf head was returned for service. No patient complications have been reported as a result of this event.